Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "breast pain ¿, ¿capsular contracture grade 2-3¿, "implants with elastomer folds, located at 12 o'clock, 3 o'clock and 6 o'clock on the right breast, presenting a slight amount of liquid collection in their interiors¿, ¿cystic, anecogenic and regular image, located in the retroareolar region of the right breast measuring 0.7 x 0.4 cm¿, and ¿presence of right, oval and circumscribed axillary lymph node, measuring 1.0 x 0.5 cm¿. Device remains implanted.